Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). (B)(6) 2025. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The type of this complaint is an interlocking problem. The surgeon tried to place a 5mm insert on the tibial tray, but the posterior part of the insert could not be fixed in the undercuts of the tray. Even being impacted on its front part, the insert easily came off when inserted a levator. As a test, he placed the 5mm insert in question on a sample tibial tray and it did not float when it was levered up even though only the front part was locked. Therefore he suspected the tibial tray might have caused this incident rather than the insert the surgery was completed with a 30-minute delay.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.